Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives". Customer reported that they are witnessing suspected false positive results while running the enteric parasite panel assay. The customer instrument run database was provided to bd service and quality for further analysis which did not reveal any trends indicating an instrument performance issue. Pcr curves indicated true amplification which may be consistent with a sample preparation workflow issue and resulting contamination. This complaint is unconfirmed as it alludes to a contamination issue and the instrument was confirmed to function to bd specifications per database review. The root cause was unable to be determined with the information provided. Sample analysis consisted of the customer instrument database. Analysis by bd quality revealed evidence of potential environmental contamination. Review of the device history record for the instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and one additional case was observed on 12jan2024 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, there was an increased number of double and triple positives on the max enteric parasite panel. When repeated on another max, the result was negative. There was no report of patient impact.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, there was an increased number of double and triple positives on the max enteric parasite panel. When repeated on another max, the result was negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn g.5. There were multiple PMA/510k numbers: k111860, k120138, k130470 investigation summary: the complaint alleges the bd max instrument had "false positives". Customer reported that they are witnessing suspected false positive results while running the enteric parasite panel assay. The customer instrument run database was provided to bd service and quality for further analysis, which did not reveal any trends indicating an instrument performance issue. Pcr curves indicated true amplification, which may be consistent with a sample preparation workflow issue and resulting contamination. This complaint is unconfirmed as it alludes to a contamination issue and max was confirmed to function to bd specifications per database review. The root cause was unable to be determined with the information provided. Sample analysis consisted of the customer instrument database. Analysis by bd quality revealed evidence of potential environmental contamination. Review of the device history record for the instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and one additional case was observed on (B)(6)2024 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.